Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300294 and lot number 2209516. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. One picture was provided; however, the picture only displayed the packaging information. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. The retained samples did not show any signs of plunger movement difficulty upon analysis. Based on the investigation results, an exact cause could not be determined for this reported incident. It is possible that irregular conditions of storage or use of the product after manufacture contributed to this incident.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced plunger movement difficult. The following information was provided by the initial reporter: while using bd discardit ii syringe in micu for the routine administration of normal saline and medication customer experianced difficulty in pushing the syringe plunger. There was no smooth movement of plunger.it was getting stuck in between. User felt difficulty in using the bd discardit syringe. Plunger got stuck while pushing the plunger.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii - 2-piece syringe experienced plunger movement difficult. The following information was provided by the initial reporter: while using bd discardit ii syringe in micu for the routine administration of normal saline and medication customer experianced difficulty in pushing the syringe plunger. There was no smooth movement of plunger. It was getting stuck in between. User felt difficulty in using the bd discardit syringe. Plunger got stuck while pushing the plunger.